Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. D4: only di provided as lot number is unknown.

Event description:
The event involved a 12" (30 cm) appx 0.67 ml, smallbore ext set w/remv check valve, 0.2 micron filter, clamp, luer lock where it was reported an infant was on a fentanyl drip. There were very small droplets dripping out of the tubing just below the stopcock. Additionally, it was stated that the tubing must have a crack in the line. There event happened in the neonatal intensive care unit (nicu). There was patient involvement, and no harm reported.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed from the photo provided. Without the return of the sample a comprehensive review cannot be performed and a probable cause cannot be determined.